Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that after an intra-aortic balloon (iab) was inserted and pumping started, augmentation for artery pressure failed and iab did not inflate, a ¿check iab catheter¿ alarm was also generated. Iab was replaced to continue therapy. Mild tortuosity was noted in the patient vessel. No patient injury was reported.

Event description:
It was reported that after an intra-aortic balloon (iab) was inserted and pumping started, augmentation for artery pressure failed and iab did not inflate, a ¿check iab catheter¿ alarm was also generated. Iab was replaced to continue therapy. Mild tortuosity was noted in the patient vessel. No patient injury was reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender and pressure tubing were also returned. The technician attempted to insert a laboratory 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal, extender and pressure tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete auto fill cycle. The iab pumped normally and no alarm sounded from the pump. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).